Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4) reason for original complaint litigation papers allege: patient was implanted with a depuy asr hip on his left hip on or about (B)(6) 2009. On or about (B)(6) 2010, patient experienced left hip pain, left thigh pain, metallosis exposure, high levels of chromium and cobalt, and other injuries presently undiagnosed. Patient has not yet scheduled a specific date for the explantation of the left asr hip implant. Update: 06/29/2011- plaintiff's fact sheet form was received which identified part/lot information. Updated dob. There is no new information that changes the outcome of this investigation. Update: 11/08/2016 - sales rep reported patient was revised due to pain. Sleeve was added to the complaint. Complaint was updated: 11/16/2016.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.